Event description:
Whilst dr was performing an arthroscopy, the teeth on the shaver splayed and caught the obturator causing fragments of metal to be dislodged into the knee space. The telescope was not near the shaver.